Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(46 2015, the reporter contacted animas and alleged the following:after replacing the tubing the patient never primed the new tubing and woke up in the morning with a blood glucose of 500 mg/dl. There is no allegation of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia following the use error of not priming.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: use error should be considered as the patient put in a new tubing but never primed the new tubing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. An ezprime sequence was successfully completed. Pump completed 24hr duration testing with no alarms duplicated. Pump is detecting the correct force. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.